Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with blood glucose values rising from 287 mg/dl to a peak of 418 mg/dl despite a meal announcement and subsequent supply change; the algorithm display indicated full meal insulin delivery, the user later reported possibly eating more than usual, and the pump appeared functional on review of infusion set history and tubing fill. Investigation included review of device algorithm delivery records, infusion set change history, and tubing fill confirmation through user-reported observations. Further investigation of this case revealed no evidence of device malfunction, with contributing factors possibly including meal size and potential infusion site or supply factors that were mitigated by a full supply change and external insulin correction. Symptoms included elevated blood glucose without reported physical symptoms. Outcomes included temporary interruption of pump therapy and administration of subcutaneous rapid-acting insulin by injection per the user's healthcare provider, followed by successful resumption of insulin delivery with blood glucose trending down into range. It was concluded that the event was hyperglycemia with unclear cause and that the device was functioning as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.